Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.